Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Data was evaluated and the allegation was not confirmed. The device functioned within specifications and patient settings. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on (B)(6)2022.